Manufacturer narrative:
The company representative found condensation in the pneumatic tubing. The company representative removed the condensation from the pneumatic tubing. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated the alarm "maintenance required code#3" (balloon transducer offset failure) and would not autofill. The patient was switched to another unit and therapy was continued. No patient injury was reported.